Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an auto-mode switch episode due to possible far r-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.